Manufacturer narrative:
Arjo was informed about an arjo citadel plus bed malfunction. Following information gathered, the side rail panel was broken off the bed. There was no indication that any patient was involved. No injury nor other medical consequences were reported. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. In this complaint, one of four side rail panels was broken off the side rail mechanism. The faulty part was replaced. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the side rail panel detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed as circumstances in which the damaged occurred are unknown. To conclude, the side rail panel was broken off the bed and from that perspective the citadel plus bed did not meet the performance specification. Although there was no injury reported, the complaint was decided to be reportable due to the allegation of side rail panel detachment. There was no indication that any patient was involved when the malfunction occurred.

Manufacturer narrative:
A visit at the customer side was scheduled. Collecting of information is ongoing.

Event description:
Arjo was informed about an arjo citadel plus bed malfunction. Following information gathered, the side rail panel was broken off the bed. There was no indication that any patient was involved. No injury nor other medical consequences were reported.

Manufacturer narrative:
The circumstances in which the issue occurred are still unknown therefore no final conclusions are available at this time. Follow-up report with final conclusions will be submitted as soon as investigation will be completed.